Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Occupation: initial reporter is synthes sales representative. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon experienced difficulty with the stent placement during a bkp procedure. The procedure was completed without the stent balloon. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) vertebral body set/medium-sterile. This is report 1 of 2 for (B)(4).